Event description:
It was reported by the interventional radiology (ir) technician that when he was inserting distal tip of catheter tip of catheter into pt's right internal jugular he heard a sucking sound - air going into pt through the smartseal. At which time, technician pulled catheter tip out & reinserted catheter through smartseal with no problems. Pt's sats went from 98-99 down to 83 & 79. They reported pt turned pale, was short of breath, hypoxic & incoherent. Pt was turned onto her right side & monitored for 20 minutes, at which time her sats returned to normal. The day after event, pt was sitting up in bed, coherent & doing well in intensive care unit (ICU). It was noted technician reported proper catheter tip placement & good catheter function upon placement. Technician also noted smartseal to be working well upon removal of tissue dilator & spring wire guide (swg). He also stated very little blood on tissue dilator & swg upon removal which he said is not typical.

Manufacturer narrative:
(B) (4). Sample will not be returned for eval. Follow-up report will be filed if add'l info becomes available.